Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
After a major repair (replacement of the de with cmos chip) and after the software update the image and also the led is gone. This was detected during the final qy. The cmos chip and / or the pcb must be replaced again. There was no report of patient harm. The time of event is inspection.

Manufacturer narrative:
Evaluation summary: this device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date